Event description:
During a procedure for strabismus, the tip of the catheter needle bent easily as soon as the needle came in contact with the sclera. The doctor immediately removed the needle from the sclera at this point, and noted a tiny barb near the bending area. Subsequently, he examined the eye with an ophthalmoscope, and found no perforation in the sclera. Post-operatively, the pt has been doing well. No evidence of scleral perforation one month post-op.